Event description:
The vad coordinator reported that the pt was found dead at home. No autopsy was performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.